Event description:
The user facility reported an air/water leakage with the device. No patient injury reported. The device was returned to olympus for evaluation. During the evaluation of the returned device, it was found that the light guide cover glue at the distal end (c-body/probe unit) was peeling off. This MDR is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
In addition, to the reportable malfunction mentioned in the event description the evaluation found that the glue on the bending section cover was chipped. There was a cut on switch button. The inlet on the elevator wire channel was loose. The light guide tube was leaking, cut, collapsed and dented. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, and the cause could not be conclusively determined at this time. This report will be supplemented when the investigation is completed and/ or new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the light guide cover glue and probe unit peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.